Event description:
A cardiac tamponade leading to surgical intervention occurred where versacross connect laac access solution was used. Due to difficulty crossing the septum the physician attempted to reshape the versacross connect transseptal dilator three times with continued difficulty in achieving optimal tenting on the septum. When a small amount of tenting was observed rf energy was delivered but successful crossing was not confirmed. The physician concluded that the patient had a rotated heart with a large atrium. A pericardial effusion causing a tamponade was noted and pericardiocentesis was performed. The patient stabilized however; the procedure was aborted. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for the versacross connect laac access solution versacross rf wire which is part of the versacross connect laac access solution. A separate problem report has been submitted for versacross connect transseptal dilator which is part of the with the report number 3019751610-2023-00025.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.